Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing two occurrences of label lift off before use. The following has been provided by the initial reporter: detachment of the tube label catalog 367986.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9073952. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-03-14. Medical device lot #: 9067617. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-03-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing two occurrences of label lift off before use. The following has been provided by the initial reporter: detachment of the tube label catalog 367986.